Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis and she is unsure how he got it. The pdrn requested to place the patient on hold. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. A pd effluent culture and cell count were collected. The patient¿s white blood cell (wbc) count was elevated (value not provided). The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for pasteurella multocida on (B)(6) 2025. The patient¿s antibiotics were adjusted. Vancomycin and ceftazidime were discontinued. The patient was started on ip levofloxacin and oral amoxicillin (dose, frequency, and duration unknown). The patient continues to complete pd therapy utilizing the same liberty select cycler without any reported issues. The cause of the peritonitis was attributed to a contamination event due to exposure to the patient¿s new puppy. The patient was instructed not to have the dog in the same room when he completes pd treatments, however, the patient continues to not follow instructions.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis and she is unsure how he got it. The pdrn requested to place the patient on hold. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. A pd effluent culture and cell count were collected. The patient¿s white blood cell (wbc) count was elevated (value not provided). The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for pasteurella multocida on (B)(6) 2025. The patient¿s antibiotics were adjusted. Vancomycin and ceftazidime were discontinued. The patient was started on ip levofloxacin and oral amoxicillin (dose, frequency, and duration unknown). The patient continues to complete pd therapy utilizing the same liberty select cycler without any reported issues. The cause of the peritonitis was attributed to a contamination event due to exposure to the patient¿s new puppy. The patient was instructed not to have the dog in the same room when he completes pd treatments, however, the patient continues to not follow instructions.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to contamination through exposure to the patient¿s new puppy dog. The culture result of pasteurella multocida supports that finding as this organism is found as one of the normal upper respiratory flora in various domestic animals, particularly cats and dogs. The organism is spread through bites, scratches, and licking. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.